Event description:
A 2.5 mm diameter x 24 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted in an unk lesion. Implant information is unk. The patient was taken emergently to the hospital after a syncopal episode. It was reported that the patient expired approximately 45 months post stent implant. It was reported that the patient expired due to cardiopulmonary arrest and gastrointestinal bleed. No additional information has been received. Investigator assessment stated that there was no relation between the event, study device, procedure and the event.

Manufacturer narrative:
(B) (4). Results: no conclusion can be drawn.